Manufacturer narrative:
No frozen display was noted during testing. The time advanced properly. No unexpected reset error or button error alarms were noted. The insulin pump had intermittent easy bolus button response due to corroded keypad traces as noted during the visual inspection. The insulin pump passed the displacement test and reset error test. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked display window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a cracked belt clip slot, a stained end cap sticker and a stained address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was attempting to bolus and the insulin pump was frozen. Customer then received a button error alarm. Customer's blood glucose reading at the time of the call was 271 mg/dl. No further information reported.